Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300-400 mg/dl. Reportedly, the customer did not have use of their non-tandem continuous glucose monitor, and was having difficulty monitoring bg levels via bg meter. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Tandem technical support made multiple follow up attempts to obtain the release date, however no response was received. Customer indicated the issue was resolved and no permanent damage was sustained.